Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer a patient who was implanted with a neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. Information was reported a patient was experiencing a change in therapy related to positional movement. The patient reported he met with a manufacturing representative (rep), and the rep adjusted the device so that it now has adaptive stimulation (as). The patient stated that the device was ramping up on its own and the stimulation gets so intense all of a sudden that it locks him up and locks up his muscles so that he can't even walk and it's too strong. The patient also said this happens when he is walking around. The patient then said that he had been outside and all of a sudden stimulation ramped up and he was trying to get inside to get the programmer, but he could barely walk to get the programmer to turn it down because stimulation was so strong. Then the patient stated that when the rep was setting the amplitude for his upright mobile position the stimulation was too strong at 4.00v so they turned in down a bit. The patient also stated he also couldn't feel stimulation strong enough when he was in the upright position (sitting and standing). It was reviewed with the patient they can set desired amplitude for particular position and then stay in that position without making any changes to stimulation and the device would learn new amplitude. Patient services (ps) had patient increase stimulation from 1 to 1.5v where patient wanted it and then patient waited 3.5 minutes then ps had patient get into different position (laying position) had patient sync with patient programmer then had patient get into standing position, patient synced and amplitude had not saved. Ps then offered to try this again with patient as ps suspects patient didn't wait long enough in upright position or that patient may have increased/decreased stimulation during time. Patient declined and stated that he wanted to meet with rep to have it adjusted. Ps then helped with patient disable adaptive stimulation and reviewed that until he met with rep he could manually adjust stimulation and that with as ramping up issue should not occur. No further complications were reported. No patient symptoms were reported.